Manufacturer narrative:
The complaint of a leak was confirmed, but the exact cause is unknown. There was a small tear in the d/l tubing along the distal end of the bifurcation. The tear exposed the arterial lumen, which allowed the catheter to leak. The exact mechanism of damage is unknown; however, no defects related to the manufacturing process were found in the complaint sample. In additional to the tear at the bifurcation, the tubing had been scored with a sharp instrument distal to the cuff, which may have occurred during removal. A chr of lot #reqd0078 showed one other similar product complaint(s) form this lot.

Event description:
It was reported that the catheter presents a slit near the y connector. Extracorporeal leaks reported.